Event description:
It was reported that the omnipod personal diabetes manager (pdm) was not holding a charge. The patient experienced the device was hot to touch while charging and the battery was bulging at the back.

Manufacturer narrative:
The device is pending an investigation.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to (B)(4).